Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the catheter was inflated with the correct amount of ccs (10) and an asymmetric balloon occurred was noted, the reported event would most likely not be caused by the user. Therefore a labeling review was not completed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter did not drain properly, which caused urine to leak around it. The balloon filled unevenly, and when deflated after being filled with 10cc, only 3cc came out. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter did not drain properly, which caused urine to leak around it. The balloon filled unevenly, and when deflated after being filled with 10cc, only 3cc came out. No medical intervention was required.